Event description:
It was reported that pump malfunction occurred after pump got wet, resulting in dark screen that would not turn on while red led blinked and pump vibrated repeatedly. There was no reported adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. While technical support arranged shipment of replacement pump.